Manufacturer narrative:
This is one event (death) for the same pt involving two separate products, associated MDR 1225714-2014-03764 and 1225714-2014-03765.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product.